Manufacturer narrative:
Evaluation conclusion will be submit in a supplemental report.

Event description:
It was reported that the nail broke.

Event description:
It was reported that the nail broke.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect weakened the anterior bridge and caused a notching effect on the lateral side, which increases the likeliness of the nail breakage. Misdrilling could occur in case the target device was damaged or instruments were not assembled correctly. The operative technique states that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. In combination with the found drill marks, these lines of rest indicate that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was fully or partially broken, the posterior bridge followed very quickly. The nail broke due to a fatigue fracture. The patient¿s height and weight indicate that the patient is obese; furthermore a delayed union was detected during the revision surgery. The bearing points and bulged material within the proximal nail hole indicate that high pressure was applied to the nail due to several heavy loads postoperatively. Obesity, delayed unions and heavy loads are addressed as adverse effects, warnings and contraindications in the IFU and did most likely also contribute to the nail breakage. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.